Manufacturer narrative:
On (B)(6) 2019 it was reported that a patient implanted with spaceoar on (B)(6) 2018 developed a rectourethral fistula and was scheduled to have a diverting colostomy on (B)(6) 2019. On (B)(6) 2019, the treating radiation oncologist communicated that the patient's bowel diversion surgery was successful and a temporary diverting colostomy had been completed. The patient was (B)(6) at the time of the procedure, (B)(6), a heavy smoker and has an active prescription for (B)(6). An MRI was captured (B)(6) 2018 and the patient was prescribed a radiation plan of 78 gy in 39 fractions (74 gy to the proximal svs and 58 gy to the distal svs). The treating radiation oncologist noted that there was nothing unusual about his dose plan or anatomy, although it appeared that some of the hydrogel may have infiltrated the rectal wall. During an on-treatment visit (B)(6) 2018 the patient reported no symptoms. After receiving 24 gy, the patient complained of urinary frequency and dysuria. He was prescribed pyridium and continued with his treatment. After 44 gy, in addition to his ongoing urinary complaints, the patient complained of irritated hemorrhoids and was treated with anusol and preparation h. After 52 gy, the patient again complained of irritated hemorrhoids and mild pain but continued his radiation treatment as planned. The patient's radiation treatment was completed on (B)(6) 2018 with his urinary and bowel complaints ongoing. The treating radiation oncologist completed a digital rectal exam (dre) which he described as "unremarkable". Approximately two weeks after completing his radiation treatment, the patient visited a colorectal surgeon. The examination showed no findings; however, the colorectal surgeon suspected a rectal ulceration based on the patient's symptoms. The patient's symptoms continued in the subsequent months and the patient also stated that he believed there was air in his urine. An MRI completed (B)(6) 2019 appeared to show some air artifact, and a diverting colostomy was completed (B)(6) 2019. A root cause for the patient's fistula and urinary issues could not be determined from the available information.

Event description:
It was reported that the patient had spaceoar implanted in (B)(6) 2018. The patient completed radiation treatment in (B)(6) 2018. The patient was reported to have developed a rectourethral fistula and a temporary diverting colostomy was completed.